Manufacturer narrative:
While there was no report of injury in this event, there has been a previous report received within the past two years involving this malfunction that resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Please note that while this product is not sold in the united states, it is considered similar to products that are when taking into account composition and indications for use. The device was returned and evaluated and found to have a short circuit in the connector.

Event description:
In this event there was reported that a x-smart dual apex locator provided incorrect measurements; no injury resulted.